Manufacturer narrative:
Date of event. Please note that this date is based off the date of publication of the article as the actual event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Tamas, g., kovacs, n., varga, n.a., barsi, p., eross, l., molnar, m.j., balas, I. Deep brain stimulation or thalamotomy in fragile x-associated tremor/ataxia syndrome? Case report. Neurologia I neurochirurgia polska. 2016. 50(4):303-308. Doi: 10.1016/j.pjnns.2016.04.004 summary/ reported events: one (B)(6) male patient with essential tremor (et) was referred to preoperative evaluation for deep brain stimulation (dbs) in 2010. His hand tremor had started at the age of 58 and was characterized by a kinetic intention tremor with right-sided predominance; he complained of slight instability which started at the age of 65. Treatment of hypertension and type 2 diabetes mellitus was also reported in his medical history. At the (B)(6), bilateral implantation of dbs electrodes into the ventral intermedius nucleus of the thalamus (vim) was carried out; the electrodes were connected to a neurostimulator. Characteristics of the tremor were assessed in advance, throughout, and immediately after the insertion of the electrode. Improvement of tremor at the time of insertion of the lead was considered to indicate good positioning of the electrode. Vim stimulation yielded only temporary tremor reduction. Ataxia and tremor worsened following the procedure. Therefore, stimulation of the subthalamic nucleus (stn) was indicated after three months. Vim electrodes were subsequently removed, and dbs electrodes were implanted in the stn bilaterally. An MRI examination which was performed several months later showed global brain atrophy and a more pronounced symmetrical, bilateral t2 hyperintensity in the middle cerebellar peduncles (mcp). Genetic testing then revealed 95 cgg trinucleotide repeat in the fmr1 gene, supporting the diagnosis of fragile x-associated tremor/ataxia syndrome. The author stated that the worsening of ataxia following dbs implant could be correlated with the delayed expanse of bilateral mcp signs. It was also hypothesized that increased ataxia may not have been a complication of the bilateral vim electrode implantation, as it was more likely the result of the natural progression of the disease. The following device specifics were provided in the article: lead model 3387 and implantable neurostimulator activa pc model 37601.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.